Event description:
As reported by the sales rep per the user facility: a staff nurse was called into the room by the parents of a patient reporting that the blood was backing up into the tubing of product #nf3140. When the nurse assessed the product, it was found that the tubing was detached from one of the y-sites.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer for evaluation. The tubing was disconnected from the bottom of the middle safeline y-site, due to minimal solvent application applied at the joint connection during assembly. The o.d. Of the tubing and the critical dimension of the safeline y-body tubing insertion area were measured per the applicable design specifications and found to be within specification.